Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (parent) reported an issue with the adc application. The caregiver reported that the customer¿s (child) glucose data was not transmitted via libre linkup and therefore could not monitor glucose. As a result, the customer required unspecified treatment from the caregiver (who is an hcp), however, no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The user reported that glucose data was not received in librelinkup. Attempted to recreate the user complaint and was able to scan a sensor successfully. The user was advised to connect the freestyle librelink app by checking if "connected apps" or "account settings" can be viewed in the app without error. If a server error occurs it may indicate an issue with the user's network connection or that there is ongoing maintenance . Could not replicate the user complaint from provided information. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (parent) reported an issue with the adc application. The caregiver reported that the customer¿s (child) glucose data was not transmitted via librelinkup and therefore could not monitor glucose. As a result, the customer required unspecified treatment from the caregiver (who is an hcp), however, no further information was provided. There was no report of death or permanent injury associated with this event.